Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that there was poor sleeve function during collection with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from chinese to english: when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally. The patient had to take 7 samples, and each tube change caused a large amount of blood leakage, causing the patient was strongly dissatisfied and reprimanded the blood collection teacher for problems with the blood collection operation and filed a complaint. According to customer feedback, there are currently 9 windows in the blood collection center, and this phenomenon occurs in each window every week, which has seriously affected their normal work.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function during collection with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally. The patient had to take 7 samples, and each tube change caused a large amount of blood leakage, causing the patient was strongly dissatisfied and reprimanded the blood collection teacher for problems with the blood collection operation and filed a complaint. According to customer feedback, there are currently 9 windows in the blood collection center, and this phenomenon occurs in each window every week, which has seriously affected their normal work.